Event description:
Motor is "blowing oil" out of the actual motor. Discovered during an anterior cervical fusion procedure. When the motor was laid down, the scrub technician noticed that the motor was dripping oil. It was considered likely that the oil had entered the wound site. The wound site was irrigated with an antibiotic solution. The motor was replaced and the procedure was completed. There has been no report of any patient impact after the antibiotic irrigation.